Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The motor error alarms were reoccurring. The drive support cap was sticking out. The insulin pump was stuck on the rewind screen. The customer was able to complete the rewind sequence. Customer's blood glucose level was 292 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify the motor error alarm due to a33 alarm. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.